Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a solicited case report received from a physician in (B)(6) on 11-may-2015 which refers to a female patient between 25 and 40 years who was involved in a market research activity, study number: (B)(4). Health care professional reported that fallopian tube perforation occurred after distention during essure insertion procedure. It was also reported that hysterometer was too thick. Essure was not yet removed from its packaging and physician considered that the event was not possibly related to essure. No further information was provided. Product technical complaint (ptc) investigation results were provided on 18-jun-2015: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a usability issue. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect and handling error. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 25-sep-2015: the patient medical history include: one pregnancy and one c-section delivery; and endometriosis of abdominal wall. Her concomitant drug was nexplanon. The patient had no uterus abnormality disclosed before insertion. During the procedure cervical dilatation was done and general anesthesia was applied. The perforation occurred with the hysteroscope and the procedure was not continued; no more than 1500cc of fluid loss during hysteroscopy. The unilateral perforation of right fallopian tube was diagnosed by laparoscopy. Perforation occurred during dilatation with the hysteroscope. No essure insertion procedure performed after the event. It was also reported intra-abdominal bleeding during the procedure. In same day, laparoscopy was performed with perforation coagulation and ligation by tubal occlusion. Immediately after insertion attempt the patient complained of pain. The confirmation test was not performed. Follow-up received on 19-oct-2015: the gynaecologist did not remember the name of the patient. No other medical information is available. Case considered to be closed. Additionally, the nca number was received: (B)(4). Company causality comment: this medically confirmed solicited case report refers to a female patient between 25 and 40 years who was involved in a market research activity for essure (fallopian tube occlusion insert) and a fallopian tube perforation occurred after distention during essure procedure. It was also reported that intra-abdominal bleeding during intervention. A laparoscopy was performed with perforation coagulation and ligation by tubal occlusion. These events are considered serious due to their medical importance and listed according to essure's reference safety information. Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this case, the perforation occurred during the insertion procedure, while the physician was performing the distention with hysteroscope. The physician stated the hysteroscope was too thick. Given the fact that the perforation occurred during the essure insertion procedure, even though it occurred before removing essure from the package, the perforation is considered related to essure procedure. The other event is also related to essure since it occurred during the procedure. This case was upgraded to incident since a surgical intervention was performed during essure insertion procedure. An updated product technical complaint is required.

Manufacturer narrative:
Updated product technical complaint investigation received on 19-nov-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-nov-2015 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed solicited case report refers to a female patient between 25 and 40 years who was involved in a market research activity for essure (fallopian tube occlusion insert) and a fallopian tube perforation occurred after distention during essure procedure. It was also reported that intra-abdominal bleeding during intervention. A laparoscopy was performed with perforation coagulation and ligation by tubal occlusion. These events are considered serious due to their medical importance and listed according to the essure reference safety information. Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this case, the perforation occurred during the insertion procedure, while the physician was performing the distention with hysteroscope. The physician stated the hysteroscope was too thick. Given the fact that the perforation occurred during the essure insertion procedure, even though it occurred before removing essure from the package, the perforation is considered related to essure procedure. The other event is also related to essure since it occurred during the procedure. This case was upgraded to incident since a surgical intervention was performed during essure insertion procedure. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect.